Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l1-2, l2-3, l3-4 using rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment to care. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: instrumented pedicle screw fusion from l1 through l4; smith-peterson osteotomy at l3-4 bilaterally. 2) bilateral laminectomy l2, l3, l4 (partial at l2); bilateral foraminotomy at l2-3, l3-4 and l4-5; arthrodesis for fusion of l1-2, l2-3, l3-4; neurophysiologic monitoring; this case requires a cpt modifier 22 for difficulty. This case was exceptionally difficult secondary to being revision surgery with additional time required to dissect through the additional scar and identify the pedicle of l3 and l4 for pedicle screw instrumentation. Preoperative diagnosis: lumbar spinal deformity; lumbar radiculopathy l3, l4 on the left; large free fragment disc herniation l3 and l4; spinal instability l1-2, l2-3, l3-4. Per-op notes: ¿this facet joint decortication was at its most superior and inferior aspects of the remaining joint adjacent to the pedicle. I then irrigated the wound copiously with biobiotic irrigation. We then placed bone morphogenic protein soaked collagen sponges with local autologous bone graft and allogeneic bone graft laterally to the pedicle screws. There was an additional local and allogeneic cancellous bone chips with demineralized bone matrix placed lateral to the instrumentation for arthrodesis and fusion. There was a total of one large kit of bone morphogenic protein soaked collagen sponges, 45cc of cancellous bone chips, and 20cc of demineralized bone matrix along with the local autologous bone placed.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.